Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was seeing a device not found message on the controller. Troubleshooting reviewed the possibility of a discharged implant and placing the controller on the patient¿s side instead of in front of them to make a connection. It was noted that the patient would have stimulation on for a day or two and then it would shut off. The patient would check the system with the controller and the implant would show as off so they held the controller behind them and turned stimulation back on. Stimulation would be back on again for a day or two and then turn off again and this had happened over dozen times. It was reviewed to keep the implant charged and that high density settings could cause sensation to change. The patient was going to be seen for follow-up. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient was able to move the controller to the side of his body and was able to get it to work. Cause of stimulation turning off by itself was not yet determined. It was not known if the issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins will shut off randomly without the patient pressing any buttons on the controller. The patient reported that this happened 4-5 times previously, but he does not remember the date when they occurred. The patient reported that he will be in pain when he notices the ins shutting off on its own, and he noted that the pain is in his lower back and that he will check the ins and it will be off. The patient started about two weeks ago on. The patient said that a manufacturer representative (rep) checked the ins and they confirmed it was working as designed. The patient was going to track any incidents where the ins was shutting off on its own and follow up with the hcp to do in-depth troubleshooting. No further complications were reported.